Manufacturer narrative:
The expiration date was not provided, the manufacture date was not determined.

Event description:
Advocate stated her husband applied the microfill control solution to his eye, thinking they were eye drops. After he discovered his mistake he washed his eye with water. There were no adverse effects. The advocate was given the control solution ingredients per the product insert. Product performance was not in question, so there is no need for an evaluation.